Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On 03-may-2024, it was reported that patient faced infusion set cannula bent event. The blood glucose level was 305 mg/dl at the time of event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.